Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was returned to service and repair because the device was not working well and the display did not show anything. To date, no injury has been reported.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. No injury was reported. This is a final report.

Event description:
A finetuner echo was returned to service and repair because the device was not working well and the display did not show anything. The user received the device at the 1st fitting on the 21st october 2021. No injury has been reported.